Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? Clarify the quantity of needles that bent? Clarify the quantity of needles that broke? Did this issue occur during 1 procedure? Did a piece of the needle fall into the patient? If yes, was the needle piece removed, and how? Were x-rays taken to locate the needle piece(s)? Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Was there any additional tissue damage as a result of searching for the needle piece? What was the size of the needle used? What was the size of the needle that broke off into the patient? Was more than half the needle retained in the patient?

Event description:
It was reported that a patient underwent a total knee procedure approximately a year-and-a-half ago and barbed suture was used. During the procedure, the needle bent and/or broke. The procedure was completed using a different suture in an interrupted fashion to close the fascia. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: representative samples were returned and sent for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened and the swage and attachment areas were as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakages were found. Besides, the resistance test was performed and no issues or anomalies were noted.